Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device had triggered code 1007 due to capacitor charge time exceeding limitations. Boston scientific representative was concerned if the patient had received multiple shocks earlier. Technical services reviewed the code alert and discussed MRI exposures versus occurrence during ambulatory shocks, however it was not confirmed if the patient was shocked or not. Additional information received indicated that the battery status reached to end of life in addition to the code 1007. The patient had received appropriate shocks and had been in ventricular tachycardia (vt/vf). There were no signs of any lead issues. It was recommended that the product be explanted and replaced. An x-ray imaging is recommended to find out what could have damaged the lead. Subsequently the ICD device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Additional information received indicated that the battery status reached to end of life in addition to the code 1007. The patient had received appropriate shocks and had been in ventricular tachycardia (vt/vf). There were no signs of any lead issues. It was recommended that the product be explanted and replaced. An x-ray imaging is recommended to find out what could have damaged the lead. Subsequently the ICD device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return for analysis.

Event description:
It was reported that this implantable cardioverter defibrillators (ICD) device had triggered code 1007 due to capacitor charge time exceeding limitations. Boston scientific representative was concerned if the patient had received multiple shocks earlier. Technical services reviewed the code alert and discussed MRI exposures versus occurrence during ambulatory shocks, however it was not confirmed if the patient was shocked or not.